Event description:
A patient went to the operating room for placement of a port-a-cath. Approximately six and a half months later, the patient returned to the operating room to have a catheter portion removed; the catheter apparently sheared off.